Event description:
During a focal ventricular tachycardia procedure, a cardiac perforation occurred. The right ventricular outflow track was mapped and it was decided to map the left side when it was determined the tachycardia was coming from there. The physician crossed the pfo with a flexibility catheter. Following mapping of the left ventricle, the location of the premature ventricular contraction was determined to be at a basal septal location. Following the first ablation, the patients blood pressure began to drop. A transthoracic echo was performed and it was determined that there was a pericardial effusion. At this point the case was abandoned and a pericardiocentesis was performed successfully. The physician did not indicate any part of the system or catheters were the cause of the effusion. The patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.